Event description:
During an implant procedure the guidewire was attempted to be pulled back but was adhered to the lv lead. The lv lead was removed from the patient and the guidewire was attempted to be removed from the lead but was still adhered. The guidewire broke off in the lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).